Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump's up arrow button was unresponsive. She attempted to bolus by pressing the up arrow button but the numbers did not scroll up. Customer's blood glucose level was 307 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.